Event description:
Pump was found to under infuse during a routine repair checkout be a baxter authorized service facility. The pump was returned from the hosp with an unrelated non-safety issue problem. No pt involvement.